Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system experienced an issue in which patient and medication information was visible on the server but not displayed on the device, creating a potential delay in patient care; although the device appeared to be communicating normally with no error messages on the screen, the patient information did not synchronize to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran a server downtime query, verifying that communication between the carefusion coordination engine (cce) and the enterprise server (es) was up and running with no disconnected flags present. The tss logged into the patient enterprise server (pes) and confirmed under synchronization information that the stations were communicating properly, with the last upload reflecting the current date and time. The tss then logged into the health sight viewer (hsv) and verified that no extract transform load (etl) data may not be current or patients/pharmacy information delayed. The patient's information was displayed and confirmed that no similar delay notices were present. Later, tss confirmed from the customer that the station was functioning properly, resolving the issue. The system functioned as intended when the technical support specialist assessed the device.